Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced severe worsening back pain when using the vest apx system. Approximately four months ago, the patient last used the vest due to worsening back pain ¿to the point that they were unable to sit up.¿ the patient consulted their healthcare provider and an MRI was ordered. According to the patient, one disc is compromised on the left side, and another disc shows a 5 mm rotational displacement that they described as ¿rotated out of position and moved backward.¿ the patient is unsure how this occurred and stated that vest therapy ¿made it worse.¿ the patient declined requiring medication and reported seeing a physical therapist and a chiropractor for support. There was no report of device malfunction. No further information was available at the time of this report.